Manufacturer narrative:
It was reported by the hospital contact that the coil (che18020430/c34866) did not deploy. Switched enpower cables (details unknown) and coil still did not deploy. Removed coil put in a new coil (details unknown) and the new coil deployed. It was initially reported that the products will be returned for analysis. First cable used was (ecb00018200/p10196). There was no clinically significant delay in the procedure due to the event. Very limited information was received. The enpower control cable was returned. The unspecified enpower detachment control box (dcb) and the unidentified microcatheter were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The detachment fiber was returned with no sign of receiving heat and melting. The coil was returned undamaged. The device positioning unit (dpu) failed electrical testing with resistance at 0.0 ohms (range 48.5/56.0) and the enpower systems ready green light failed to illuminate (IFU). After applying compression pressure to the resistance heating coil section, the dpu passed electrical testing with resistance at 52.1 ohms and the enpower systems ready green light illuminated. No manufacturing defects were found. The complaint of the coils failure to be detached inside the target site is confirmed. The dpu failed electrical testing. The most likely root cause of the coils failure to detach may have been due to a fracture of the solder joint connection inside the resistive heating coil section. The circumstances of how and when this damage occurred cannot be determined as all microcoil systems are electrically tested prior to final packaging. It was not reported if an electrical pre-deployment test was performed prior to patient use. If the pre-deployment electrical test was not completed, then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿verify the functionality of the microcoil delivery system before proceeding with microcoil placement. This needs to be done with the microcoil still in the hoop. To verify proper dcb and microcoil functionality a connecting cable and microcoil must be connected to the dcb unit. After verification of the dcb and connecting cable, turn off power to the dcb and disconnect the connecting cable from the microcoil until the microcoil is ready to be detached. Please refer to the detachment control box instructions for use section, located near the end of this document, before proceeding.¿ in addition, without the return of the complete detachment system and the identification or the return of the unknown microcatheter used in the procedure, it cannot be determined if these components had any additional contributions to the complaint event. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. (B)(4). This is an initial/final report. Concomitant medical products and therapy dates: cable (ecb00018200/p10196), new coil (details unknown), new cable (details unknown).

Event description:
It was reported by the hospital contact that the coil (che18020430/c34866) did not deploy. Switched enpower cables (details unknown) and coil still did not deploy. Removed coil put in a new coil (details unknown) and the new coil deployed. It was initially reported that the products will be returned for analysis. First cable used was (ecb00018200/p10196).